Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the plunger cap was damaged on the bd ultra-fine¿ insulin syringe. There was no report of user impact. The following information was provided by the initial reporter, translated from japanese to english: "after opening the package from the inner bag, one of the caps of the pusher part was damaged."

Event description:
It was reported that the plunger cap was damaged on the bd ultra-fine¿ insulin syringe. There was no report of user impact. The following information was provided by the initial reporter, translated from japanese to english: "after opening the package from the inner bag, one of the caps of the pusher part was damaged."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc, 12.7mm syringe. Customer states that the plunger cap is damaged. The returned syringe was examined and exhibited a crushed plunger cap. Unable to perform DHR check for plunger cap damaged due to unknown lot number. Root cause for this defect cannot be determined. H3 other text : see h.10.